Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Additionally, the patient stated they had ketones of 1.2 mmol/l that were present the night before on (B)(6) 2018. It is unclear if the dexcom caused or contributed to the reported ketones or if the patient had experienced inaccuracies the day prior to the reported date of issue. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.